Event description:
A malfunction alarm was reported by the customer. There was no reported adverse impact on the customer's blood glucose level. Technical support provided the customer with pump reset information and assisted in resetting the pump. After resetting, the malfunction did not recur, and the customer was advised to continue using the pump and to contact support if any issues reoccurred.